Event description:
On 21 january 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Per initial escalation analysis, the sensor was in its early usage. At the time, the sensor was settling when the user reported mismatch between the sensor readings and fingerstick measurements. This behavior may be due to lack of hydration of the sensor after insertion. The RMA was authorized due to customer experience. Upon receipt of the RMA, the sensor was tested in-house, and the review of qc did not reveal any malfunction of the sensor. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2. Product code updated to qhj. D9. Device available for evaluation? Yes 02 february 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213, 3221. H6. Investigation conclusions updated to 67. ,